Event description:
The customer reported the image was blurry when using the subject device during preparation for use of an unspecified diagnostic procedure. The failure was observed prior to sedation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
E2: no; e3: non-healthcare professional. The device was returned and the investigation is ongoing. This report will be supplemented when additional information becomes available.

Manufacturer narrative:
Updated fields: d8, h3-device evaluated by mfg., h4, h6. Correction: b3-date of event is unknown = (ni). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device underwent visual and functional inspection. The customer's allegation was confirmed. Blurry image was discovered due to a bad charged coupled device. No other issues were identified. Based on the results of the investigation, the most probable cause of the complaint is random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the image was blurry when using the subject device during preparation for use of an unspecified diagnostic procedure. The failure was observed prior to sedation. There were no reports of patient harm associated with this event.